Manufacturer narrative:
Device analysis: the product was returned to boston scientific for analysis. Returned product consisted of a embold packing coil system. Visual inspection of the device revealed a stretched and detached coil. There was no introducer sheath damage, and the perforations were intact. Microscopic inspection of the device revealed a severely stretched and detached coil from the distal coupler weld and no coupler damage. Media was returned in the form of a photo. The photo was reviewed which showed the embold introducer sheath inside the hub of a non-bsc device with no relevant information pertaining to the investigation.

Event description:
Reportable based on device analysis completed on 10jan2025. An embold packing 45 coil was selected for use. The physician had delivered a combination of embold fibered, soft, and packing coils via a non-boston scientific microcatheter without difficulty. There was a difficult branch to engage with the first microcatheter, so the device was exchanged for a shorter non-boston scientific microcatheter. Once the vessel was engaged, the physician wanted to deploy an embold packing coil. The physician met resistance when trying to advance the coil into the microcatheter and noticed the distal tip of the coil was kinked. The coil was removed and not implanted. The physician asked for a second embold packing coil and had some difficulty advancing again but was able to get the coil within the microcatheter. However, with the increased resistance with advancing the coil, the physician decided to remove the second coil. Upon retracting the coil, the coil began to stretch. The entire coil was removed from the microcatheter. At this point, the physician decided to stop the case and reevaluate the images. The physician then realized what was needed to be done was accomplished and the procedure was ended. The microcatheter and base catheter were removed. No patient complications occurred. However, device analysis revealed the coil had detached from the coupler weld.